Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 424 mg/dl. The customer has treated their blood glucose with a manual injection. It was also found the customer was hospitalized. It was also unknown if the customer's hospitalization was diabetes related. The customer did not have any symptoms of high blood glucose. Customer was disconnected from the call before further information was collected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.